Manufacturer narrative:
(B)(4). Evaluation summary: a sample was returned for evaluation. A visual inspection was performed and revealed that the tube was fully inserted in the chamber. A functional leak test was performed under water and a leak was observed at the junction under the drip chamber. The defect was due to a damaged drip chamber, however, the root cause is unknown. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) a solution administration set in which a leak was observed. According to the report, the set was primed with glucose and filled in the preparation room. After a while, it was noticed that solution dripped along the tube. The leak came from the seam under the drip chamber. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.